Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code was unknown and no lot number was provided. The cause of the peritonitis was undetermined.

Event description:
This is a case report received through baxter's after hours call service from a patient who attends the (B)(6) hospital. The patient called to report a low drain volume alarm, and indicated he had just been discharged from the hospital after experiencing peritonitis. It is unknown what labs or cultures were performed. It is unknown what interventions were required. It is unknown what caused the peritonitis. The patient outcome was recovered.